Event description:
An implant card was received indicating that the vns patient underwent generator and lead replacement surgery on (B)(6) 2014 due to high impedance. The explanting facility discarded the explanted devices; therefore, no analysis can be performed. Follow-up with the physician revealed that the patient had been experiencing painful stimulation. The device was disabled and the painful stimulation resolved. X-rays were taken and were reported by the physician to be unremarkable. It was noted that the patient benefited from vns.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death